Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient reported moderate radicular pain following the procedure. The surgeon determined via CT scans that the middle implant had breached the neuroforamen. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the middle implant and replaced it with a shorter implant. No other implants were adjusted or removed. The patient's pain symptoms resolved the following day.